Event description:
The reporter called and alleged a discrepant result when compared to the lab for three pts. The reported device result/lab inr was 5.9 & 6.2/3.8, 8.0 & 8.0/4.96 and 6.5 & 6.4/3.46. The dr waited for the lab results before any treatment. The reporter declined product replacement.

Manufacturer narrative:
Pt #2 info provided: recent kidney transplant and colon cancer. Pt #3 info provided: recent stroke.